Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance rose to 1691 ohms and then on (B)(6) 2016 rose to 4047 ohms up from a trend in the 475-703 ohm range.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and fluctuating impedance. The physician suspected that the lead had fractured above the suture sleeve as there was no torque when the lead was removed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information: (B)(6) 2016, 16:48:59 cst pli# 20, product ID# 6947m62. The partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis information: (B)(6) 2016, 20:41:39, cst pli# 20, product ID# 6947m62. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance rose to 1691 ohms and then on (B)(6) 2016 rose to 4047 ohms up from a trend in the 475-703 ohm range. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, product analysis #215776332:engaa1, (B)(6) 2016, 15:40:22: impedance rs19fqhqep on (B)(6) 2016, rv pacing impedance rose to 1691 ohms and then on (B)(6) 2016 rose to 4047 ohms up from a trend in the 475-703 ohm range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and fluctuating impedance. The physician suspected that the lead had fractured above the suture sleeve as there was no torque when the lead was removed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.